Manufacturer narrative:
UDI = (B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this (B)(4) contacted ts on (B)(6) 2017. Patient isometrics and position changes were performed. There was no change in morphology or oversensing noted. An automatic set-up was performed and a secondary sense vector was selected by the device. The fcr changed the sense vector to primary and repeated all isometrics and position changes. The sense vector was reprogrammed to primary and the patient was scheduled for in-clinic follow-up on (B)(6) 2017. The patient had dialysis on (b)(67) 2017 prior to the stored untreated episode. The change in dialysis was to remove more fluid, and that reprogramming was made immediately after the last treated episode in (B)(4) 2017. The fcr was unable to retrieve episodes and received an episode history retrieval error. Additional error was displayed after selecting episode to download/retrieve. The programmer was rebooted and the issue was resolved. An untreated episode and 3-presenting s-ecgs were sent to ts for review. The untreated episode appeared to be oversensing t and p waves. At that time, the sense vector had been programmed to secondary. A review of untreated episode#004 dated (B)(6) 2017 showed very small amplitude signals with probable oversensing of t-waves and possible oversensing of p-waves. According to the (B)(4) , the patient was seen in-clinic on (B)(6) 2017. The fcr reported no events and no further reprogramming. No intervention is planned at this time.

Manufacturer narrative:
(B)(4); a review of treated episode#003 shows what appears to be vt at a rate of 240-250 bpm. All five shocks were delivered without successful defibrillation. The measured shock impedance was confirmed at 61 ohms. The fcs commented that a chest x-ray has been ordered. Historically, a review of stored data found that the patient has received a total of seven shocks (five shock identified in episode#003). It was unknown if dft testing had been performed at the time of the implant procedure. A review of stored data by an in-house engineer found no signs of device malfunction . There were no faults or resets identified. There was some signs of a problematic telemetry connection on one attempt to read the episode. Further analysis of the logfiles found that the failure of the episode download was the result of crc errors during the transfer. The root cause was attributed to poor telemetry link, which is likely due to environmental factors. The fcs reported that at the time of device interrogation, the programmer wand was positioned directly over the device. Ts discussed the possibility of a poor power source or other source of emi in the room. The fcs mentioned using battery power on the programmer. The fcs was planning to order a new model#3202 wand. The fcs was planning to determine when the patient was to received dialysis. A review of x-rays found that the device appears to be positioned anterior and superior. However, successful dft testing was performed in 2014 at the time of the implant procedure. Ts commented that device placement could be optimized with the device in a more posterior and inferior placement. Dft testing was performed after dialysis was completed. The fcs believes that the inability to terminate the vt was due to patient condition. The programmer issue was resolved with device interrogation in a different room. The root cause of the programmer issue was attributed to telemetry interference.

Event description:
Boston scientific received information that this field clinical specialist (fcs). This patient was admitted into the hospital following delivery of five shocks from the device. During attempts to interrogate this device, an unable to retrieve episode was displayed on the programmer. Ts was informed that the fcs had attempted two separate interrogations. A third interrogation was attempted with a the same message displayed. The patient is not aware of any magnet placement over the device. No other alerts were displayed on the programmer. It appears that the patient had developed a true spontaneous ventricular tachycardia (vt) that self-terminated after the fifth shock was delivered. The spontaneous termination was not viewable as the device only provides 6 seconds of electrogram data post the 5th shock. The fcs was planning to send a snapshop of the episode. The fcs commented that the measured shock impedance was 61 ohms. The episode was reviewed which showed a sudden onset of vt which was detected by the device. Despite delivery of a total of five shocks, the vt arrhythmia was not terminated. Ts sent the fcs an e-mail with a request to save data to an sd card. Additionally, a pa and lateral chest x-ray should be obtained to check the system location. The device was sensing appropriately but should be investigated further due to the non-conversion. Eventually following multiple attempts, episode retrieval was ultimately successful. The fcs reported that the patient did not suffer any complication or irreparable injury as a result of multiple shock delivery.

Manufacturer narrative:
UDI = (B)(4).

Event description:
Boston scientific received information that the field clinical specialist (fcs) spoke to the physician. According to the physician, the inability to terminate the vt the result of patient condition. Defibrillation threshold testing was successful following delivery of shock therapy at 65 joules.